Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.4; reference: 3.46; mean: 3.93; confidence limits: 2.3-5.7. Inratio: 3.3; reference: 2.74; mean: 3.02; confidence limits: 1.8-4.2. The 3.3, 2.1, 2.7, 2.4, 2.3, 2.8, 2.6, 3.0 inr results were excluded from comparison test since no corresponding inratio value was provided. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, pt has coronary artery disease, cerebral embolism and a heart valve replacement. Pt is also taking several medications and has a history of anemia. Pt's health condition and list of medication may have affected coagulation test and may have led to the inaccurate inr test results. No strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 4.4; lab: 3.46. Date: (B)(6) 2010; inratio: 3.3; lab: 2.74.